Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The healthcare professional reported via phone call that customer experienced high blood glucose and customer was alleging the insulin pump of under delivery of insulin. The customer¿s blood glucose level was 598 mg/dl. The customer stated that blood glucose was not going down with bolus delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer insulin pump was damaged and reservoir compartment was cracked. Reservoir was not able to lock in place. Troubleshooting was done for high blood glucose and under delivery. Drive support cap was normal. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery or verify under delivery anomaly due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.